Event description:
It was reported that during a procedure, this right ventricular (rv) lead was an attempted implant due to low impedance measurement and helix mechanism issue. A different lead was successfully implanted. There were no adverse patient effects reported. The lead is expected to return for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a procedure, this right ventricular (rv) lead was an attempted implant due to low impedance measurement and helix mechanism issue. A different lead was successfully implanted. There were no adverse patient effects reported. It was reported this product was returned to boston scientific but has become lost in transit. Should this product be received in the future, an updated report will be provided.

Event description:
It was reported that during a procedure, this right ventricular (rv) lead was an attempted implant due to low impedance measurement and helix mechanism issue. A different lead was successfully implanted. There were no adverse patient effects reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.